Manufacturer narrative:
(B)(4), labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/06/2024, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. Date of event is an approximation. It was reported that the patient experienced a skin reaction which occurred the day the sensor had been inserted in the arm. Prior to sensor insertion the area was cleansed with soap and water. The patient developed redness, swelling, inflammation, and an infection under the sensor patch area. On (B)(6) 2023, the patient consulted a health care provider in the emergency room who prescribed an unspecified oral antibiotic medication for the infection. At the time of the follow up report on (B)(6) 2024, the patient confirmed the wound had already healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.